Event description:
During the procedure an eml2 was opened and after the 1st ablation on the lpv, bleeding was noted. The surgeon decided a mini-thoracotomy would be the best approach (injury not clearly visualized) and created a 6cm thoracotomy. The patient was then put on by-pass. Using heart port instrumentation and 4-0 prolene sutures, multiple interrupted sutures were placed and the hole closed. The patient was taken off bypass and the lpvs echoed to determine patency.

Manufacturer narrative:
(B)(4). The device was returned and evaluated and passed all functional testing and met required specifications. No device failure detected. In addition, a review of the device history record was performed and no non-conformance or re-work was noted during manufacturing that would have caused or contributed to the reported event.